Event description:
The customer reported that during a procedure the catheter tip broke off on the wire in the pts kidney. The physician indicated they may shove the catheter tip into the pt's bladder and then remove it during cystoscopy. No add'l info has been provided by the customer. No info about the pt's condition or results of the planned add'l procedure. No other harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation without the tip. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number .the device was visually examined and the complaint was confirmed. The distal tip of the catheter had been torn away leaving a jagged edge and the distal tip was not returned. The distal tip was separated from the body tubing in the fuze zone junction. The jagged edge was examined under microscope and found that there was good melt flow and the tip was securely bonded to the body tubing. Mfg inspection records for the lot confirmed the samples taken during production exceeded the tensile force requirement. The fuze zone junction had signs consistent with excessive tensile force being applied.